Event description:
Reporter stated, there is a black line in the display of the meter. No adverse event reported. Product requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).